Event description:
The affiliate reported a customer with suspected positive bi. Some of the items from the load were not recalled and were released for use on pts. The affiliate stated that there were no problems with the load or handling of the load. The affiliate sent svc to assess the unit after this complaint. The unit was found to be working to specifications.

Manufacturer narrative:
Suspected positive bi.